Event description:
System error 60: unable to power off actuator. Manufacturer response for angiojet, possis medical (per site reporter). Unable to receive further information requested from the manufacturer on root cause to help prevent this from potentially happening again and causing patient incident. Sending final email and including FDA contact, and also closing out FDA report. Will attach any later documentation to this work order if received from bsci or FDA.